Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal to apical lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The maverick2 monorail balloon was removed and placed with another maverick2 monorail balloon to successfully complete the lesion predilatation. It is noted that slight resistance was met during insertion of the maverick2 monorail balloon. The physician then went on to successfully complete the procedure using an express2 (4.0/16 mm)device. No pt injuries or complications were reported. Pt status is reported as 'good'.